Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The device remains in service, but data analysis recommends device replacement in less than a month. No adverse patient effects were reported.

Manufacturer narrative:
Device presumably explanted and replaced with a new non-bsc device. Procedure information or explant date is unknown. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The device was presumably replaced with another device, yet no information is available about the procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The reported malfunction contributed to a serious injury as the device was presumably replaced with another device. No additional adverse patient effects were reported.

Manufacturer narrative:
Device explanted and replaced with a new non-bsc device. Correct explant date obtained and added to this supplemental. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
Device presumably explanted and replaced with a new non-bsc device. Procedure information or explant date is unknown. This investigation will be updated should further information be provided. Closest explant date added and patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The device was presumably replaced with another device, yet no information is available about the procedure. No additional adverse patient effects were reported.